Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. While the cgm was displaying a sensor error, it was reported that the patient experienced a diabetic seizure. The patient was taken to the hospital. The patient was hospitalized and underwent diagnostic testing including electrocardiogram (EKG), magnetic resonance (mr), and computed tomography (CT) scan. No further details regarding treatment at the hospital were provided. At the time of the report, the patient was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.